Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the associated defibrillator detected these adult electrodes as pediatric electrodes. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrodes were returned for evaluation; the malfunction was duplicated and attributed to a faulty resistor within the electrode wire. The electrodes were scrapped subsequent to testing. Analysis for reports of this type has not identified an increase in trend.